Manufacturer narrative:
Update - (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from pain, lack of mobility, metallosis, and loosening. An unknown device has been added. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.